Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Nine devices were received for evaluation; the reported event was confirmed for 9 devices. Seven devices were found to have a loose drive link, 1 device was found to have a loose drive link and a worn sag head, and 1 device was found to have a loose drive link, worn sag head and damaged bearing. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, in which the devices were reportedly overheating. There was no patient involvement with 4 reported events, there was patient involvement with 4 reported events; no patient impact. There was unknown patient involvement or patient impact with 1 reported event.